Event description:
Reporting status: serious injury - disability. Reporting rationale: guide wire separation remains in patient and is considered permanent impairment. Device issue: guide wire separation. It was reported that the angioplasty procedure was performed in the left coronary. There was bifurcation between lad and d1. The physician inserted two bmw guide wires. The first guide wire was placed in the lad and the second was placed in the diagonal. The lesion in d1 was dilated with another company's balloon without any difficulties. Then dilatation of the lad was performed, and another company's stent was implanted in the lad causing the guide wire in the diagonal to become jailed. After the dilatation, the guide wire in the diagonal was withdrawn and resistance was felt. Looking at the angiographic image, it was observed that the radiopaque coil of the guide wire was behind the meshes of the stent. A new angiographic was performed to check, and the decision was made to recheck the patient the day following the procedure. The entire guide wire will be returned, except the radiopaque coil of the guide wire that remains in the patient. No additional event or patient information is available.

Manufacturer narrative:
Eval summary: quality assurance analysis revealed that the guide wire was returned without any blood visible. There was contrast on the coils and core. There was a separation at the tip of the guide wire. The tip ball and a section of the tip coils and shaping ribbon were separated from the guide wire and not returned. The shaping ribbon separated 2.4 cm distal to the center solder. The remaining section of the shaping ribbon was twisted and had jagged edges at the separation. The entire length of the remaining tip coils distal to the center solder were stretched for a length of 28 mm. There were offset intermediate coils for a 5 mm length distal to the center solder. There was a bend in the core 73 cm distal to the coined end and 5 mm distal to the center solder. There was no other damage to the guide wire noted. Using a .0139" hole gauge, an attempt was made to pass the entire length of the guide wire proximal to the hypotube through the hole gauge when resistance was felt. After cleaning the guide wire with water, the guide wire proximal to the hypotube passed through the .0139" hole gauge without resistance. An attempt to pass the distal section of the guide wire and hypotube through a 0.0137" hole gauge could not be attempted due to the damage to the tip. Using red congo dye, the distal end of the guide wire was dipped into the dye to verify that hydrophilic coating was present on the coils. Using a 3.0x15 mm rx voyager catheter, the guide wire, proximal to the damage at the tip, was backloaded through the catheter without resistance. The guide wire was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering reviewed the incident information and the analysis of the returned device. Results of the sem analysis indicate that the device shaping ribbon was subjected to excessive ductile overload beyond the design limit of the guide wire causing the tip to detach. For the guide wire to fail due to ductile overload, some portion of the guide wire would have to be trapped either in the anatomy or another device and excessive pull force applied. In this case, it appears that the guide wire was trapped in the behind a deployed stent. This is concluded from the case description and from the cine review; therefore, the forces applied in the attempt to remove the guide wire exceeded the strength of the shaping ribbon of the guide wire which fractured. There was no manufacturing related quality issue found during the analysis of the returned wire. The failure appears to be related to the circumstances experienced during the procedure and not a quality issue in either materials or workmanship. This is a very low-level failure mode that is trended. Manufacturing assures the quality of the guide wire tips through visual and dimensional inspections and 100% non-destructive pull test of the tip. Also, samples are destructively tested to failure and each lot must pass the test requirements. Quality inspection verifies that all requirements are met. This MDR is considered closed by the product performance group.